Event description:
It was reported that the programmer kept turning off and would not fully load. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer kept turning off and would not fully load, however the power supply was replaced as a preventive. It was also noted that a recent error was found in the logs and therefore the hard drive was reimaged and the software reloaded.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).